Manufacturer narrative:
Device manufacture date: 06-05-2018 - 06-06-2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty threading the IV tubing onto IV catheter on a clearlink system continu-flo solution set which resulted in a leak. The set was leaking IV fluid and blood. There was no patient injury or medical intervention associated with this event. No additional information is available.